Manufacturer narrative:
Refer to section for results on tests performed on retained samples of same lot number.

Manufacturer narrative:
(B)(4) 2015 to this date, end user has not provided samples of the device from the box that she purchased. Samples of retains from the same lot were evaluated with no issues observed.

Event description:
(B)(6) 2015 - the mother of the end user/patient reported that her daughter had a severe skin reaction and the device/product practically ripped her skin off.